Manufacturer narrative:
2017 added for failure to follow steps/instructions it should be noted that the mitraclip instructions for use states ¿warning: do not advance the dc handle or adjust the position of the mitraclip g4 system in a way that increases tension on the leaflets after grasping the leaflets, as valve injury may occur.¿ in this complaint it was reported that the user applied tension to the device after the leaflets were grasped. All available information was investigated, and the failure to grasp the leaflets appears to be due to the improper or incorrect procedure or method. The improper or incorrect procedure or method (failure to follow steps/instructions) is due to the physician applying tension to the device after grasping the leaflets. There is no indication of product issue with respect to manufacture, design, or labeling.h6: conclusion code 4311 removed and codes 19 and 18 were added.

Manufacturer narrative:
The reported failure to grasp the leaflets could not be tested during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported failure to grasp the leaflets appears to be due to a combination of challenging patient and procedural conditions. The unspecified tissue injury appears to be the result of procedural conditions. The reported patient effect of issue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a small valve and a flail of the posterior leaflets. Although a small valve was present, the physician decided to insert an xtw clip. Grasping was performed, but it was noted that the leaflets were difficult to grasp. It was noted that due the multiple grasping attempts, some damage occurred to the leaflets. Once grasped, the clip was closed without issues. For an unknown reason, the physician then decided to apply tension to the device, which caused the clip to perforate the posterior leaflet and detach from it. The clip was then removed and replaced. Two ntw clips were implanted without issues, reducing mr to a grade of 2. After the two clips were implanted, the physician decided to implant a closure device to treat the perforation. There was no clinically significant delay in the procedure. No additional information was provided.